Event description:
While the surgeon was using the pickle fork device to tighten screws during a spinal fusion, two small attachments to the device broke off. Surgical tech suggested pulse lavage of surgical site with bacitracin irrigation, which was done.